Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the air tube dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the remote control buttons leak, the bending rubber cut, the water tube dirty, and the angulation-down angulation failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630 (air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.